Event description:
Pt was revised to address hip pain and a mild amount of metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture medical device removal and surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim form and medical records received. After review of medical records, it was stated that the patient was revised to address pain. Revision notes reported a small amount of edge wear on the ceramic head. Pathology findings reported synovitis and inflammation. Doi: (B)(6) 2008; dor: (B)(6) 2010; right hip.